Manufacturer narrative:
B3: event date is an estimate (month & year valid) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A patient called and reported they have some issues while recharging their implant. The recharging procedure always takes a long time despite having "excellent" connection ( around 2,5hrs to full ). Additionally the implantable neurostimulator (ins) depletes quicker now ( started suddenly about 2 weeks ago ). Usually they recharge every 4th day at around 30-40% ins battery. Now the ins is already "low". Therapy itself is fine as usual. The patient was told to make an appointment at their clinic for troubleshooting. Patient has been notified that they should call back if their issue is not resolved permanently. No symptoms were reported.